Manufacturer narrative:
During an internal review on (B)(6)2019 , it was noted that ¿d3. Manufacturer address street line 1¿ on the 3500a initial report needed correction. It was initially submitted as ¿31 technology drive¿. The correct address is ¿33 technology drive¿. Therefore, ¿d3. Manufacturer address street line 1¿ has been re-populated. Manufacturer's ref # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for wolff-parkinson-white syndrome (wpw) with a carto® 3 system and on electrode 4, an unwanted pacing issue occurred. During the procedure, noise was observed on the pacing channel and on the ablation catheter 3 and 4. The investigational analysis completed 5/19/2019. The field service engineer (fse) visited the account. The reported issue was reproduced. The backplane card and electrocardiogram (ECG) card was replaced. All acceptance testing procedures, tests, and preventive maintenance procedures were performed and passed. The fse was informed after repair, in following cases, the issue was not reproduced. The system was ready for clinical use. Defective cards were replaced and sent to the device manufacturer for further investigation. Device history record (DHR) review was performed by the manufacturer and no anomalies, which are related to the reported issue, were noted in manufacturing or servicing of this equipment. The customer complaint was confirmed and is related to an internal corrective action. The ECG card was found to be faulty and the cause of the (defective opto switch on ECG channel 4) reported issue. Additionally, the backplane card was found faulty, with bent pins in connectors. This was not related to reported issue. However, both cards are repaired. Manufacture reference no: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture ref no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for wolff-parkinson-white syndrome (wpw) with a carto® 3 system and on electrode 4, an unwanted pacing issue occurred. During the procedure, noise was observed on the pacing channel and on the ablation catheter 3 and 4. The observed noise has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Clarification was received indicating there was no pacing delivered, but rather there was cross-talk between electrode 4 and the pacing electrode. Additionally, it was reported that electrode 4 on the ablation was never selected for pacing, but the visual pacing indicator on electrode 4 was spinning; indicating pacing. There was no delay in the procedure and the procedure was completed with the same system. No patient consequence was reported. Since there is no definitive way to exclude inadvertent pacing in this case, the unwanted pacing issue has been assessed as MDR reportable.